Event description:
During surgery the probe became too hot for the surgeon to handle. It was stated that the surgeon is someone who likes to activate the probe for an extended time but no estimate of that time was given. Contact for the facility also indicated that she was told that the pt was burned when the tip of the probe melted. Unk how pt was treated for the burn.